Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a blood glucose of 518 mg/dl and treated with manual injections. The customer's blood glucose was then 300 mg/dl. The customer ate 15 carbs and her blood glucose was 463 mg/dl. The customer treated with the insulin pump and her blood glucose went to 70 mg/dl. The sensor was reading 56 mg/dl and the meter was reading 86 mg/dl. When the customer was at 56 mg/sl it was because the customer forgot to eat and then treated with food and her blood glucose was 518 mg/dl. The customer reported having memory issues. Nothing is returning.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No device deficiency anomaly noted during test.